Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient had an infection at the ipg site. Surgical intervention was undertaken wherein the ipg and extensions were explanted and replaced to address the issue. Infection has been resolved.

Manufacturer narrative:
A device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.